Event description:
It was reported the programmer could not communicate with the device. The ECG strip showed no change in rate, morphology, or artifact detection. It was recommended the device be replaced. No patient complications were reported as a result of this event. Through followup it was reported that the serial number of the device was questioned as the clinic reported they had no problems with the device. It was reported two and one half years later that the device was at elective replacement indicator. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.